Event description:
It was reported that a malfunction occurred on the pump, indicated by malfunction code 3, and the pump could not be reset. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump, and the customer agreed to use multiple daily injections (mdi) as a backup therapy. The customer was informed that they are not currently eligible for a loaner pump and acknowledged this information.